Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The error message could not be reproduced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a mandible lower jaw procedure. It was reported that while trying to take a spin, a collimator error message occurred. Technical services (ts) requested the radiologic technologist (rt) reboot the system. After the reboot, the system was able to take an image. The procedure was completed using the imaging and navigation systems and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.